Event description:
While a technical service representative (tsr) was troubleshooting, the caregiver (cg) indicated that there were two air bubbles in the patient line. The home patient (hp) was in drain four of four and connected at the time of the observed air. The tsr reviewed proper procedures with the cg and recommended starting therapy over. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.